Manufacturer narrative:
(B)(6). Concomitant medications were not reported. It is anticipated that the product will be returned for analysis, but the device has not yet been received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, a trufill dcs coil (637mf0201/15764486) was stretched when it was being inserting into the anterior communicating artery aneurysm. It was reported that the coil was partly in the aneurysm and partly in the unknown prowler microcatheter. There was no resistance/friction between the coil and microcatheter and a continuous flush was maintained through the microcatheter. The coil was not entangled with other coils. The stretched coil was removed as a unit with the microcatheter with no patient injury. No other damages were observed on the microcatheter or coil. The procedure was completed without any further complication. A non-sterile orbit mini complex fill 2 x 1.5 was received coiled inside of a coil dispenser inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped and no damages were noted on it. The support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The report of stretched coil was confirmed through analysis. The application of excessive force may have contributed to the stretching this cause could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
As reported by an affiliate, a trufill dcs coil (637mf0201/15764486) was stretched when it was being inserting into the anterior communicating artery aneurysm. It was reported that the coil was partly in the aneurysm and partly in the unknown prowler microcatheter. There was no resistance/friction between the coil and microcatheter and a continuous flush was maintained through the microcatheter. The coil was not entangled with other coils. The stretched coil was removed as a unit with the microcatheter with no patient injury. No other damages were observed on the microcatheter or coil. The procedure was completed without any further complication.